Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("migration of essure/ location of device: right side essure coil contained within some endometrium tissue") and genital haemorrhage ("heavy and irregular bleeding") in a (B)(6) year-old female patient who had essure (batch no. 808913) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 4 ((B)(6)1995, (B)(6) 1998, (B)(6) 2001, (B)(6) 2011) and missed abortion. Previously administered products included for birth control: depo shot from 2001 to 2009. Concurrent conditions included morbid obesity, ovarian cyst, blood pressure high, sciatic nerve injury, arthralgia, headache, ache, pounding in head, cough, shortness of breath, hyperlipidemia, dysfunctional uterine bleeding and fatigue. Concomitant products included diclofenac for arthralgia, metoprolol since 2014 for blood pressure high, baclofen since 2016 and naproxen since 2016 for sciatic nerve injury as well as acetylsalicylic acid (aspirin analgesic) since 2016, amlodipine since 2014 and vicodin. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2016, 4 years 10 months after insertion of essure, the patient experienced embedded device (seriousness criteria medically significant and intervention required) with abdominal pain lower and pelvic pain. In 2016, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2017, the patient experienced nausea ("nausea"). On an unknown date, the patient experienced device expulsion ("that one part of the coils is hanging out"). The patient was treated with surgery (underwent hysteroscopy) and surgery (she had nova sure endometrial ablation and d&c procedure). Essure treatment was not changed. At the time of the report, the embedded device, genital haemorrhage, device expulsion, vaginal haemorrhage, menorrhagia and nausea outcome was unknown. The reporter considered device expulsion, embedded device, genital haemorrhage, menorrhagia, nausea and vaginal haemorrhage to be related to essure. The reporter commented: she was not advised of any complications or problems that occurred at the time of essure placement procedure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. (B)(6) 2017: procedure - CT abdomen and pelvis - findings -there is mild fatty infiltration of the liver. Hepatic mass or biliary dilatation is not seen. Spleen, pancreas, adrenal glands and kidneys are unremarkable. Renal, ureteral or bladder calculus was not seen. There is no acute bowel pathology. Normal appendix was seen excluding acute appendicitis. The patient is status post essure procedure. Uterus, adnexa and urinary bladder are otherwise unremarkable. There is no acute osseous abnormality. Impression - fatty infiltrations of the liver without hepatic mass or biliary dilation. Normal appendix was seen excluding acute appendicitis. Status post essure procedure. Otherwise unmarkable CT abdomen and pelvis. Concerning the injuries reported in this case, the following one/ones were described in patient's medical records: confirming menorrhagia. Most recent follow-up information incorporated above includes: on 27-feb-2018: information from pfs and mr. Case was upgraded to incident. New reporters added. Patient¿s demographics added. Medical history, concomitant conditions, drugs and lab data were added. Essure batch number provided. New events added: abnormal bleeding (vaginal, menorrhagia), migration of essure/ location of device: right side essure coil contained within some endometrium tissue, part of the coils is hanging out and nausea. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of embedded device ("migration of essure/ location of device: right side essure coil contained within some endometrium tissue") and genital haemorrhage ("heavy and irregular bleeding") in a 43-year-old female patient who had essure (batch no. 808913) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 4 (B)(6) 1995, (B)(6) 1998, (B)(6)2001, (B)(6) 2011) and missed abortion. Previously administered products included for birth control: depo shot from 2001 to 2009. Concurrent conditions included obesity, ovarian cyst, blood pressure high, sciatic nerve injury, arthralgia, headache, ache, pounding in head, cough, shortness of breath, hyperlipidemia, dysfunctional uterine bleeding and fatigue. Concomitant products included diclofenac for arthralgia, metoprolol since 2014 for blood pressure high, baclofen since 2016 and naproxen since 2016 for sciatic nerve injury as well as acetylsalicylic acid (aspirin analgesic) since 2016, amlodipine since 2014 and vicodin. In may 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2016, 4 years 10 months after insertion of essure, the patient experienced embedded device (seriousness criteria medically significant and intervention required) with abdominal pain lower. In 2016, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required) and menorrhagia ("abnormal bleeding (menorrhagia)"). In may 2017, the patient experienced pelvic pain ("chronic pelvic pain/ pain/ lower, right side") and nausea ("nausea"). On an unknown date, the patient experienced device expulsion ("that one part of the coils is hanging out/mi"). The patient was treated with surgery (underwent hysteroscopy) and surgery (she had nova sure endometrial ablation and d&c procedure). Essure treatment was not changed. At the time of the report, the embedded device, genital haemorrhage, device expulsion, vaginal haemorrhage, menorrhagia and nausea outcome was unknown. The reporter considered device expulsion, embedded device, genital haemorrhage, menorrhagia, nausea, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: she was not advised of any complications or problems that occurred at the time of essure placement procedure diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion (B)(6) 2017: procedure - CT abdomen and pelvis - findings -there is mild fatty infiltration of the liver. Hepatic mass or biliary dilatation is not seen. Spleen, pancreas, adrenal glands and kidneys are unremarkable. Renal, ureteral or bladder calculus was not seen. There is no acute bowel pathology. Normal appendix was seen excluding acute appendicitis. The patient is status post essure procedure. Uterus, adnexa and urinary bladder are otherwise unremarkable. There is no acute osseous abnormality. Impression - fatty infiltrations of the liver without hepatic mass or biliary dilation. Normal appendix was seen excluding acute appendicitis. Status post essure procedure. Otherwise unmark able CT abdomen and pelvis. Concerning the injuries reported in this case, the following one/ones were described in patient's medical records: confirming menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.